Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Event description:
It was reported that during a bowel resection procedure, the surgeon fired the device to make anastomosis and when device was opened, it was discovered that the device cut but did not staple tissue. The surgeon created a new anastomosis with second device to complete case. The procedure was extended by three hours. There were no reported patient consequences.

Event description:
.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half only was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.